Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. During a procedure, the operator received an access pressure low alarm and the following day, there was the appearance of a large hematoma on the donor's arm. The donor sought medical attention. At first, the doctor thought it was cellulitis and gave her antibiotics. No other info is available. This report is being filed due to medical intervention. Three unsuccessful attempts were made to obtain a pt identifier.

Manufacturer narrative:
(B)(4). Risk analysis: hha 151 addresses the hazard of infiltration during trima procedures. The resulting hazard/risk index is 5, which is low. Small infiltrations/hematomas may occur occasionally due to a combination of poor phlebotomy and high return rates, often early in the collection procedure. These often result in ending the procedure and some discomfort to the donor. Rdf analysis was performed for the procedure. The system performed as intended, detecting a low access pressure and alerting the operator. The rdf did not identify any unusual process variables or cause of the hematoma reported. The machine operated as intended when access or return issues are present. Conclusion: donor access issues for the hematoma and the return pressure high alarms. The device operated as intended.